Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate plus profile 325cc saline prostheses placed and suffered several unexplained systemic symptoms, including numbness, tingling, burning, itching, joint pain, swelling in the face, nausea, vomiting, fatigue, brain fog, blurred vision, and other unspecified symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The devices were explanted on (B)(6) 2019. See 1645337-2019-12722 for contralateral prosthesis report. This incident was reported by a non mentor entity under mw5085915.